Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that patients stimulator will not charge to full, even when he charges 5 to 6 hours per day. The caller was instructed to have the patient call patient services to see if they can help over the phone. If they cannot, they will redirect the patient to call the healthcare provider back. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.